Event description:
Nurse (rn) called me, and stated patient was desatting. I went to check on the patient and the rn had the patient disconnected from the ventilator and was manually bagging the patient. When I asked the rn what happened, the rn said the patient's saturation levels would not go up with 100% oxygen, so then the rn manually bagged the patient, when the rn disconnected the vent it didn't have any flow. I checked the vent and it did not have any flow coming out of tubing. After a few minutes, it did start back up. Took patient off that ventilator and replaced with new one.